Manufacturer narrative:
Led damaged was confirmed on the lcd board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received the led anomaly. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue pump use and revert to a backup plan as per hcp instructions. The pump was returned for analysis.